Manufacturer narrative:
B3: used bsc aware date as event date, as it is unknown. Three procedural transesophageal (tee) video loops were received and reviewed by boston scientific medical safety. The media confirmed the event of device migration. The watchman device is virtually outside of the laa, completely uncompressed, but is remaining in same position just above the mitral valve.

Event description:
It was reported that device migration and explantation occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx closure device and delivery system (wds) was implanted. At an unknown date, the 31mm closure device was found to have migrated from its original implanted position and not fully inside the laa. The 31mm closure device was percutaneously removed at a different facility, using a large bore sheath and a non-boston scientific retrieval device. A 27mm watchman flx pro closure device was implanted, on the same date. No patient complications were reported, and the patient is expected to fully recover.

Manufacturer narrative:
B3: used bsc aware date as event date, as it is unknown.

Event description:
It was reported that device migration and explantation occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx closure device and delivery system (wds) was implanted. At an unknown date, the 31mm closure device was found to have migrated from its original implanted position and not fully inside the laa. The 31mm closure device was percutaneously removed at a different facility, using a large bore sheath and a non-boston scientific retrieval device. A 27mm watchman flx pro closure device was implanted, on the same date. No patient complications were reported, and the patient is expected to fully recover.